Event description:
Patient tested 4.7 inr and 2.8 inr on the coaguchek xs system, while a professional coaguchek xs system returned as 2.8 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system, however the test strips are no longer available; and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.